Manufacturer narrative:
The sample was requested for investigation, however, there was insufficient sample material available for investigation. Calibration and qc data were not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter questioned results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module. The questionable results were reported outside of the laboratory where the physician requested additional testing. The sample was submitted for investigation where discrepant ft3 iii results were identified between the customer¿s e801 module, the centaur method, an e801 used at the investigation site, a cobas 8000 e 602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. Refer to attached data for the results. The customer¿s e801 module serial number was (B)(4). The e801 module used at the investigation site was (B)(4). The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used with the e801 module at the investigation site was 476059 with an expiration date of 31-aug-2021. The ft3 iii reagent lot number used with the e602 module and the e411 analyzer was 473372 with an expiration date of 31-may-2021.